Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded smartload tecnis intraocular lens (iol) had a tear. The patient was not impacted because the lens was not implanted. No further details were provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 28-sep-2023, section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens module was received with no intraocular lens (iol). The complaint cartridge and tip were received cracked. Further inspection of the cartridge revealed that there no viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ophthalmic viscosurgical device (ovd) /balanced salt solution (bss) may have contributed to the complaint and observed issues. The module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. The smartload was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. No iol was received. The complaint issue of iol torn was not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.